Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified proximal left anterior descending (lad) artery and first diagonal (d1). A 3.0x20mm taxus express2 drug eluting stent (des) was implanted in the bifurcation of the proximal lad. A 3.50x20mm apex monorail balloon catheter was then advanced through the stent struts. The kissing balloon technique was used; however, after the apex balloon was inflated in the d1, it ruptured at 6 atms after two to three seconds. The device was successfully removed from the patient and the procedure was completed with another of the same device. It was noted that the physician did not encounter resistance during introduction or withdrawal. No patient complications were reported with the patient's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Based on this analysis, the most probable root cause of this complaint can be attributed to operational context.